Event description:
According to the reporter, for the second firing during a hepatectomy procedure, the surgeon tried to fire the device, however could not. Replaced by a new cartridge, the firing was completed with no problem. The status of the patient is no problem.